Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 iin reference to due diligence email received. The reporter stated that the pump would randomly reset and remove the patient's basal rates. The reporter stated that the pump would reset basal rates to 0.00u/hr and the patient would not get accurate delivery. The reporter is unsure of exact blood glucose levels as issue was a year ago. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to history settings issue.